Event description:
It was reported that the monitor on the 9900 system went blank when capturing cine images and the cine images were mixed up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cine drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.